Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old female patient underwent a breast augmentation revision surgery with 475cc mentor memorygel breast implants. Post-operatively, the patient experienced asymmetry of the right breast, which was confirmed via mammogram and ultrasound. As a result, the patient underwent bilateral removal on (B)(6) 2023. During the explant procedure, the patient¿s left prosthesis was found to be ruptured. There were no reported patient consequences or procedural delays due to the rupture that was discovered during the revision surgery. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right implant. Refer to manufacturing report number 1645337-2023-03398 for the contralateral event.